Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the "switch not working when pressed" issue was due to the failure of the charged coupling device (ccd) unit and leakage from the connector, which was cracked. The issue of "no picture" was due to the aforementioned leakage from the connector. However, it was not possible to determine further the cause of failure of the ccd and connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect camera was returned to the regional repair center (omea) and no image malfunction was found due to a faulty charged coupled device(ccd) unit. Corrosion was noted on the pins of the ccd. Additionally, the customer's reported issues were confirmed as there is minor cracks and heavy leakage from the video connector and the control switches were not working. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The regional repair center was informed the customer high definition autoclavable camera head was returned for evaluation for reported control buttons not working, cracks on video connector which was observed immediately during inspection before use. There was an unspecified delay but the procedure was completed with an alternative device with no clinical impact to the patient. During inspection and testing, a reportable no image malfunction was found due to a faulty charged coupled device unit.